Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the manufacturer¿s representative was contacted by the healthcare professional¿s (hcp) office to schedule a replacement because patient¿s device was infected. There were no known any environmental/external/patient factors that may have led to the issue. The representative noted that they had not seen the patient so it was unknown if any diagnostics and/or troubleshooting was performed. As an action taken, they were scheduling surgery to replace the device system. The issue was not resolved as the time of report. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.